Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated he had symptoms of a low bg including feeling shaky and sick to his stomach. The cgm was reading 115 mg/dl but the bg was 85 mg/dl. He called paramedics and was treated with dextrose. His glucose stabilized at over 100 mg/dl (no specific value provided). No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.